Manufacturer narrative:
The s-ICD was able to be successfully implanted later that same day and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), there were issues with establishing telemetry. Boston scientific technical services (ts) was contacted and assisted the field representative in getting telemetry established and obtaining the battery data. No adverse patient effects were reported as this occurred without a patient present.